Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to cystocele. It was reported that following insertion the patient experienced foul odor, erosion and leakage. It was also reported that the patient underwent mesh procedure on (B)(6) 2011 for erosion, bleeding, odor and painful intercourse. (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.